Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the interior and exterior of the catheter and between the catheter and the sheath. Two kinks were found on the catheter tubing near the y-fitting approx 75.4cm and 76.2cm from the iab tip. Product eval: an underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and one leak was detected on the membrane approx 1.3cm from the rear seal measuring 0.013cm in length. The tech was able to insert a lab 0.025" guide wire through the entire length of the inner lumen, with slight resistance felt due to traces of dried blood found from the iab lumen. Conclusion: the reported alarm was most likely triggered by a leak which was found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark which is caused by calcified plaque in the aorta. Conclusion: the condition of the iab lumen indicated traces of dried blood. This can cause difficulty monitoring the arterial pressure waveform. (B)(4).

Event description:
The customer explained a situation where they were receiving the alarm "rapid gas loss", "check iab catheter", and had a damped arterial pressure waveform over the weekend. The customer did not call the esp call line at that time. The customer stated that the balloon was removed because of these issues and an impella 2.5 was inserted. It should be noted that the customer said the pt "was rather large and had a large belly". The customer has saved the iab catheter and would like it evaluated. Updated: (B)(6) 2013, iab had frequent alarm, needed to be frequently flushed and pt needed to be repositioned frequently for the alarm to subside. At 7:30 am, echo was done and chest x-ray was done to check placement and placement was confirmed. Throughout day alarms became more frequent. The maquet rep attempted to troubleshoot alarms, but was unable to fix the problem. The doctor removed iab at 2000 hr and pt received lvad the next day. Difficulties encountered during pumping. Alarm: check iab catheter. No blood was seen in the catheter tubing. No pt injury or death resulting from the event. Pt expired on (B)(6) 2013.